Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Impella cp was placed in a 64y/o male for cardiomyopathy. Hospital course complicated with suction alarms, hematuria, malpositioning. The automated impella controller (aic) will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. During impella cp support, controller shutdown occurred. Unexpected controller shutdown alarm appeared on screen, indicated automated impella controller (aic) restarted. Automated impella controller (aic) was swapped without issue.

Manufacturer narrative:
Corrected information has been provided in d2 (common device name and procode) to reflect the correct device. Corrected information has been provided in d4 (UDI) was incorrectly arranged and complete UDI has now been provided. Corrected information has been provided in h3 has been updated to clarify (device evaluated by manufacturer) after investigation completed. Corrected information has been provided in h6 including [type of investigation, component code, investigation conclusions, and investigation findings] to accurately reflect the updated codes.